Event description:
It was reported that a patient's pump had stalled. The pump was explanted and replaced. The patient's status in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.